Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-25008. It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic revealed invalid impedance measurements. Reprogramming attempts did not provide resolution. X-rays identified the lead pulled out of the ipg header. In turn, the patient underwent surgical intervention to address the issue. Intraoperative the physician decided to explant and replaces the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.